Event description:
A ventilator was evaluated by a third party field service engineer. There was no harm or injury reported. During the evaluation by the third party field service engineer, the device failed a test step during testing. The device's oxygen blending module and oxygen blending module harness were replaced to address the issue.